Event description:
The lead was removed due to difficulty advancing the stylet to the tip of the lead (see mfg report# 3007566237-2010-02038). A second lead was introduced. Once again, the lead was introduced and the stylet withdrawn. It was not possible to re-introduce the stylet or any other stylet and advance it to the tip of the lead. The procedure was terminated. There was no pt injury. The pt was fine after surgery.

Manufacturer narrative:
(B) (4): the lead was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.